Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that one IV catheter had a black flaky substance on/in it that became loose after being flicked, the other had a loose piece of plastic at the tip. They are experiencing product issues with the IV catheters: this is the IV catheter that we use for all IV starts one IV catheter had a black flaky substance on/in it that became loose after being flicked. The other had a loose piece of plastic at the tip. (B)(6) : rcvd the following information: what is the date of event for the IV catheter had a black flaky substance on/in it that became loose after being flicked? (B)(6)2019 (B)(6) : rcvd the following information: when was the substance identified (before, during, or after patient use)? At the patient bedside. It was caught just prior to use. There was really no way to identify it in the packaging until opened up, which was at bedside. Both cases were caught just before use on the patient. The feedback form state the catheter contain a substance but the photos show the needle pierced through the catheter. The needle was not pierced through the catheter. This is what it looked like when the rn opened it. She opened this one, went to start the IV, and just before actually skin penetration noted this. The black flakes I noted right after taking the catheter out of the package. It was at bedside, and was when I was sitting on the stool to start the IV.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that one IV catheter had a black flaky substance on/in it that became loose after being flicked, the other had a loose piece of plastic at the tip. They are experiencing product issues with the IV catheters: this is the IV catheter that we use for all IV starts one IV catheter had a black flaky substance on/in it that became loose after being flicked. The other had a loose piece of plastic at the tip. 08-jan: rcvd the following information: what is the date of event for the IV catheter had a black flaky substance on/in it that became loose after being flicked? (B)(6) 2019. 07-jan: rcvd the following information: when was the substance identified (before, during, or after patient use)? At the patient bedside. It was caught just prior to use. There was really no way to identify it in the packaging until opened up, which was at bedside. Both cases were caught just before use on the patient. The feedback form state the catheter contain a substance but the photos show the needle pierced through the catheter. The needle was not pierced through the catheter. This is what it looked like when the rn opened it. She opened this one, went to start the IV, and just before actually skin penetration noted this. The black flakes I noted right after taking the catheter out of the package. It was at bedside, and was when I was sitting on the stool to start the IV.